Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to a corroded keypad trace. The functional testing could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer's mother reported via phone call that the buttons are not responding and the insulin pump alarmed button error. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 256 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.